Event description:
The patient presented with a pseudoaneurysm in the right iliac artery. A 8x2.5 device was implanted in the right common iliac artery. Although the flow to the pseudoanererurysm was reduced, it was not completely resolved. A 10x2.5 device was advanced and deployed inside the 8x2.5 device. During ballooning, the 10x2.5 device was pushed out of the 8x2.5 device (proximally). The clinician decided to observe the patient for a week before taking any further action. In 2006, a follow up angio revealed the 10x2.5 device had migrated into the distal aorta bifurcation. The device was endovascularly repositioned by accessing the left iliac artery and advancing a 12mm balloon into the 10x2.5 device. The device was then successfully repositioned into the left iliac artery. The patient was stable following the procedure and is presently doing fine.